Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ deflation: observed opening assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ observed opening on the plug strap assessed as surgical damage. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side deflation and "textured". Device has been explanted.

Event description:
Healthcare professional reported right side deflation and "textured". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.